Manufacturer narrative:
No samples were available for eval. Therefore, no testing can be performed. The item and lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. Additional item reported by this customer: monoderm, model/catalog #: unk, lot #: unk, expiration date: unk, device MFR date: unk, 510(k) #: k072028. Method: the devices were not available for eval. No product eval can be performed. Results/conclusion: the devices were not returned for evaluation. No product eval can be performed. Without the finished good item/lot numbers, relevant portions of the device history records could not be reviewed. It is uncertain if the quill knotless tissue-closure devices attributed to these events. A definitive conclusion cannot be drawn at this time. Angiotech reference: (B)(4), item # unk, quill knotless tissue-closure device, pdo, monoderm, lots unk.

Event description:
The date of this event is estimated. An angiotech sales representative reported that approx one year ago, dr. (B)(6) had several pts experience wound dehiscence following orthopedic procedures where a quill pdo or monoderm knotless tissue-closure device was used. These cases were not reported at the time of occurrence. Clinical details of these cases are unk. Multiple attempts to reach this surgeon have been unsuccessful.